Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an uterus removal, the subject device was used. It was reported that something melted out from the tip of the jaw. No pieces were left inside the patient. The intended procedure was completed with the same device. There was no patient injury reported.